Event description:
It was reported that during a coronary artery bypass graft procedure, the surgeon was busy harvesting the saphenous vein in the leg of the patient. While tying off the small vessels, he noticed that the vessel was not sealing totally and on closer inspection, it appeared as if the clip was not closing exactly as it should have. It looked like the clips were slightly skew when compressed closed. This was causing the vessel to either tear or simply not be properly sealed. They supplied another applier and proceeded with the case.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra meter would power off during use. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 at 6:30 pm, the patient noted the reported meter would power off during use; she was unable to obtain a blood glucose reading. One hour later, the patient experienced the symptoms of dizziness and "low blood sugar". The patient administered self-treatment by consuming more food and/or drink at 8:00 pm. The patient did not seek any medical attention. During the troubleshooting telephone call it was determined the meter did not power off before the usual time was up and the patient had not replaced the meter's battery. The issue was not resolved, as the patient did not have a replacement battery available. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter power issue, and received treatment with food to alleviate those symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4) the analysis results confirmed that the lx207 instrument was returned for evaluation. Upon functonal testing of the device, the clips were properly loaded, retained and formed. See attached picture. The instrument was fully functional and conforming to design specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.